Event description:
Reportable based on device analysis completed on 28-apr 2023. It was reported that balloon leak was encountered. The 90% stenosed target lesion was located in the carotid artery. After the left femoral artery was punctured and an 8f non-boston scientific (bsc) guide catheter was placed and a non-bsc guidewire was reached at the distal left common carotid artery, a 9x40 wallstent was then deployed. Post-dilatation was performed with a 6.0mmx30mmx135cm (4f) sterling balloon catheter. However, during third inflation at 7 atmospheres, the balloon leaked. The balloon was removed and replaced, and the procedure was completed. The stenosis was significantly relieved, with good stent attachment, ideal position and smooth blood flow. The patient was stable and had no discomfort reported. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 12mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a pinhole in the balloon which would cause a leak.